Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator stopped pacing patient but was showing on screen it still was pacing patient. The crew was not able to get pacing to start again. The crew started to do compressions on patient. The patient passed away.

Manufacturer narrative:
A philips bench technician evaluated the device and was unable to duplicate the failure. The qcpr meter and qcpr therapy cable were returned to philips and were evaluated by a philips quality engineer. There was no trouble found with the cable except the insulation was damaged on the wire near the meter connector. However, the cable was able to deliver a 150 joule shock ten times into a test load. There was no trouble found with the meter. Although the failure was unable to be duplicated, the philips product support engineer recommended the nbp module, processor pca and therapy pca be replaced as a precaution. The patient event was reviewed by a philips clinical product specialist. From the time pacing was applied in demand mode, the ECG showed evidence of electrical capture as noted with a change in ECG morphology and pacer spikes in front of the qrs complexes. Without additional information regarding the patient, mechanical capture cannot be determined. There are numerous messages regarding CPR poor pads contact and without additional information (a clinical assessment of a cause), those messages cannot be determined. At +00:23:47, there was no longer an indication of pacing activity evidenced by a rhythm change and absence of pacer spikes, however without the requested information a clinical assessment as to this occurrence cannot be determined. The clinical assessment regarding this case was inconclusive.the device passed all performance assurance tests and was returned to the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.